Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device check, myopotential oversensing was observed. Patient was asymptomatic. Review of the egms confirmed the presence of myopotential oversensing in non-sustained rv oversensing episodes. The oversensing led to pacing inhibition. Programming changes were recommended, but not performed. The patient will continue to be monitored.